Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9205548 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. This is 1st complaint to this lot#. We will continue monitoring the lot for this symptom. This lot was produced for 1.384mm units. The current cpm is 0.72. Root cause description: the root cause could not be confirmed as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced stopper damage/deformation which was noted prior to use. The following information was provided by the initial reporter: in (B)(6) 2020, the patient was treated in (B)(6) hospital. On (B)(6), the medical staff of the hospital used the flush to seal the indwelling needle tube, and found that the stopper of the flush was damaged, and the tube could not be sealed to cause waste of medical supplies.